Event description:
Device is an advanced air purifier that caught fire while running. No injuries were reported. There was minor property damage. Manufacturer evaluated device at the site of the fire.